Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 10/09/2023. An investigation was conducted on 10/10/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact c-ring. There were no visual defects observed on the harvesting device. A mechanical evaluation was conducted. The blue toggle was manipulated to retract/extend the cutter blade. Upon manipulation of the toggle, the cutter blade would retract/extend with no physical or visual difficulties observed. There were no visual defects observed that prevented the cutter from being retracted. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem" was not confirmed. The lot # 3000316597 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 6 pro bovie tip would get stuck in outward position and you could not retract it back into vasoview. Was not used on patient. Discovered prior to procedure. A different kit was opened and used on patient. Only delay was when they opened a new evh kit. No harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.